Manufacturer narrative:
Manufacturer's investigation conclusion: the reported separation of the distal end bend relief of the driveline was confirmed through examination of the submitted photos, as well as an onsite evaluation by an abbott representative. Examination of the submitted photos showed that the distal end bend relief of the driveline was partially separated from the metal connector. The patient remains ongoing on heartmate ii left ventricular assist system (hmii lvas), serial number (B)(6) and no additional complaints have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2015. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the percutaneous lead. The hmii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the clamshell replacement was done on (B)(6) 2020.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen in clinic and was noted to have separation of the silastic sleeve from the metal on the driveline connector. The patient was in need of a clamshell replacement. No alarms were noted upon interrogation. Rescue tape was placed to stabilize the area until a clamshell could be placed. A clamshell was not able to be placed as center was unable to contact the patient.